Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2017 (reported as a couple of weeks ago). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics for the event, which were completed at the time of this report. It was reported the patient was at home, (no information if the patient was hospitalized for the event). Pd therapy was ongoing. At the time of this report the patient outcome was not reported; however, it was reported the patient felt much better. No additional information is available.